Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported receiving a lost sensor alert and stated the transmitter did not blink when connected to the inserted sensor. Customer's blood glucose was 86 mg/dl. During troubleshooting, customer was advised to check for a bent, damage or retracted sensor. Customer did not see any sensor cannula. The customer was unsure if the cannula was stuck on the adhesive patch. Customer was advised the sensor would be replaced and agreed to return the product for analysis.